Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer tried to click the left button to unlock the insulin pump but it did not unlock. They mentioned that other buttons worked. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with no button response due to moisture damage on electronics assembly. Unable to perform any tests due to keypad anomaly.